Event description:
Sales rep reported on behalf of the customer that two plugs broke during surgery inside the patient and that one could be retrieved, the other one was left in situ. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.